Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Correted field: b5, d4 (serial# should be empty). No decon or visual inspection performed since product was not returned and could not be evaluated. A cath lab team experienced an auto-fill failure alarm on a fo balloon catheter after insertion. Troubleshooting steps taken: switched to another cardiosave pump. Changed helium tanks on first and second pumps. Replaced balloon catheter. Verified no blood/discoloration in helium tubing, secure connections, no kinks, and full helium tank indication. Outcome: alarm persisted on first two pumps but resolved after switching to a third cardiosave pump. Waveforms and bp indices were normal after resolution. Additional observations: first two pumps initially showed low helium tank status when powered on. No patient harm. Action taken: tagged first two pumps for biomed review. Product surveillance collected on pumps and second balloon catheter. Notified leadership. The issue appears pump-related, not catheter-related, because: the alarm cleared after switching to a third pump without further intervention. Both initial pumps displayed low helium tank status at startup, suggesting a helium pressure sensor or internal valve malfunction in those pumps. Helium supply and catheter integrity were verified as normal. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. It was reported that during use, the intra-aortic balloon (iab) had an autofill failure alarm. No patient harm or injury noted.

Event description:
It was reported that during use, the intra-aortic balloon (iab) had an autofill failure alarm. No patient harm or injury noted.

Manufacturer narrative:
Additional reporter information: (B)(6), a cath lab team member and (B)(6), another cath lab rn. Reason for partial UDI: serial# and lot# are unknown. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint ID# (B)(4).